Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd pen needle was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the needle was blocked. Verbatim: needle blocked date sanofi received complaint: 14.01.2021. Date sanofi received the sample: 18.01.2021. Pir: (B)(4)."

Event description:
It was reported that an unspecified bd pen needle was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the needle was blocked. Verbatim: needle blocked date sanofi received complaint: 14.01.2021. Date sanofi received the sample: 18.01.2021. Pir: 100095329."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 2/23/2021 h.6. Investigation: customer returned a single pen needle with no cap for identification. The patient side of the needle had been bent, which may have occurred during use. There appears to be some level of debris at the tip. Passing a wire through the needle to see if there was a clog was discouraged due to the condition of the needle. The pen needle was attached to a test pen. The pen was primed to pass a saline solution through the pen needle. Depressing the pen resulted in the saline passing through the pen needle. Despite some evidence of debris at the tip of the needle, the solution passed though the tip of the needle as intended. No DHR review can be carried out as lot number is unknown. Based on the sample received, bd was not able to confirm the customer¿s indicated failure of the pen needle being clogged. Root cause cannot be determined at this time as the issue is unconfirmed. See h.10.